Event description:
While using har1136 harmonic, got multiple notifications to clean and recalibrate. This was done 3 times. After the 3rd time got message that instrument failed and needed to be replaced.